Event description:
It was reported that during an unk procedure, air leaked. Used a new seal but the leak continued. A new trocar was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.